Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Healthcare professional reported via regulatory agency that patient had right side rupture. Healthcare professional later reported right side "axillary adenopathy" and "nodules- not device related." The device remains implanted.